Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At activation 2 channels showed elevated impedances. Two weeks later in situ measurements show 8 channels with high impedance. The user will be monitored.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However, to determine an exact root cause device investigation would be necessary. The recipient will be monitored by the clinic.

Event description:
At activation 2 channels showed elevated impedances. Two weeks later in situ measurements show 8 channels with high impedance. The user will be monitored.